Manufacturer narrative:
The pump was returned with the catheter off. A significant mass of biomaterial was found within the introducer graft. Otherwise, no damage or abnormalities were found on the returned part of the impella. After reviewing the clinical information, it was determined that the cause of the saturated flow was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old male admitted in cardiogenic shock and suffering from cardiomyopathy was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 support ongoing for just over 14 days (indicated use time) when the flows and mc were not optimal and the pump had "saturation" alarms. The patient was fully dependant on the pump while awaiting vad or transplant. The pump was explanted and the patient made a cmo/care and comfort only and expired. The outcome occurred after explant when not on impella. The team made choice not to replace the pump despite dependance.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event for the patient's demise noted: there is not enough evidence to exclude impella as an associated factor in the patient's outcome. Patient's peri-procedural condition was poor.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03976 was provided.